Event description:
It was reported that a user experienced ongoing difficulty maintaining connection of a cd infusion set to the body while using the ilet, leading the user to disconnect from the pump and seek guidance on powering it off when the device was unresponsive due to a depleted battery. The user was advised to consult a healthcare provider regarding switching to an alternative infusion set type that may be easier to apply. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included complaint handling, review of prior guidance, and user troubleshooting and education regarding infusion set application and device power management. Investigation of this case revealed that the cause of the infusion set connection difficulty and resultant hyperglycemia remained unclear, with no alerts or alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.